Event description:
(B)(6) home health registered nurse reported patient's pump is turned on and it gives a continuous alarm, then says system timeout and it will not allow the registered nurse to do anything. Home health registered nurse when through troubleshooting, changed batteries and restarted and disconnected tubing, but is still beeping. Internal battery seems dead. No medication was pulled and patient did not experience any symptoms. Home health registered nurse reported dose will not be missed because registered nurse will infuse on (B)(6) 2026. Pump serial number provided: (B)(6), expiration provided on 12/01/2026. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv (40 gm/400 ml) - 120gm. Gamunex-c 10% sdv(40 gm/400 ml) indication: chronic inflammatory demyelinating polyneuritis. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes is device associated with event available for return? - unknown.